Event description:
It was reported to boston scientific corporation that an wallflex enteral colonic stent was used in the sigmoid colon during a metal stent case procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted as a bridge to surgery (bts) to treat an 8-9cm malignant stricture. Reportedly, the patient's anatomy location was not tortuous. During the procedure, the stent was advanced to the target site and the physician started releasing the stent, however, difficulty was noted because of the resistance felt in pulling the catheter. Eventually, the stent was deployed completely but not at the desired site. The stent remains implanted and a follow up procedure on an unknown date was scheduled to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.